Event description:
It was reported by the pt's legal counsel that the pt received a tka on (B)(6) 2008. On (B)(6) 2012, the pt was revised due to instability. There was no evidence of implant loosening.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was mfg to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.